Event description:
It was reported that this right atrial (ra) lead exhibited a under-sensing and unclear if the atrial pace was capturing. Heart thought to be rotated as per the implanting physician. Subsequently, this ra lead was surgically revised with good lead measurements. Loss of capture (loc) noted at maximum outputs and ra eaves dropped from 5 to 6 milli volts to 1.0 milli volts. Boston scientific technical services (ts) further stated that the patient's agitations could have dislodged the lead. Ts then recommended to follow up with physician for latitude monitoring. As of this time, this ra lead remains in service. No additional adverse patient effects were reported.